Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 126 mg/dl and 74 mg/dl back to back within 10 minutes on the aviva system on (B)(6) 2012. Reporter alleged obtaining the results of 126 mg/dl and 76 mg/dl back to back within 10 minutes on the aviva system on (B)(6) 2012. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.